Event description:
According to the reporter: the pt returned 4-6 weeks post operation with superficial bumps at site(s) of excision. Tissue damage was reported. Suture was removed from the area and sealed with paratil.

Manufacturer narrative:
(B) (4). (B) (4).